Event description:
Hosp reported y-adaptor leaking and air bubbles formed during aspiration. The physician was uging a target sl10 or mti micro catheter. The leaking is reported as being right from the start, after they insert the micro catheter into the touhy. If they flush through the side port, they get leaking around the micro catheter. If they aspirate, it is pulling air from around the catheter. For the guiding catheter, they use the cordis envoy and it is usually the 5f or 6f. They have not changed any of these products over the last few years. The stopcock they use with the set-up is a namic stopcock. Their injections are 50/50 (hand v. Power injection). If they do use the medrad, they do not set it higher than 600psi, unless they do a 3-d on the brain & then it is set to 750psi. There has been no pt injury. Samples have been disposed of by the hosp.